Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the jaw of a maryland bipolar forceps (mbf) instrument could not be closed completely. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.